Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Implanted date: unknown date in 2001. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that the patient was implanted on unknown date in 2001. On (B)(6) 2013, while the surgeon was removing a 2-level cervical spine locking plate (gold), one of the screw heads had a piece break. The piece was recovered and the screw was successfully removed using the conical head screw removal attachment in the synthes uss removal set. The reason for the removal of the plate was not provided. The plate and screws were successfully removed with about a ninety second delay to the procedure, and no reported harm to the patient. The procedure was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An additional evaluation was completed: the screw head is completely deformed and damaged; the threaded screw shaft shows marks and wear. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by extraction. (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted and it states that the expansion head of the standard cortex screw was received damaged. One flange is broken off and the detached piece was inside the returned bag. The remaining flanges of the head are severely deformed and permanently expanded and the rest of the screw shows signs of discoloration between gold and bluish; also worn and scratch marks can be seen all over the surface material. The cervical spine locking plate system (cslp) includes variable angle plates that use expansion-head screws and locking screws. This system is intended for anterior screw fixation to the cervical spine. The applicable technique guides for cslp system were reviewed. A cslp construct consists on a locking plate, expansion-head screws and locking screws. The locking mechanism relies on the expansion-head screws and the head of the screw must be flush with the top surface of the bushing and then a locking screw (497.78) will expand the flanges of the expansion-head screw, which will expand the bushing and locks the screw in the plate. If necessary, for removal of an expansion-head screw a conical extraction screw shaft (387.34) along with a handle with quick coupling are commended to use. Closer examination of the broken area and detached piece reveals that the expansion head was exposed to an extreme force. Based on reported information it seems that the screw was noted broken during extraction however it is unknown if it was in this condition before to remove the locking screw or if it happened during this step and then noted before to extract the standard cortex screw. Based on the confirmed observations, it is also possible that this damage can occur during the extraction process as evidence suggests that the extraction screw instrument used could not be fully engaged leading to possible difficulties and resulting in the broke off condition and head flanges deformed and permanently expanded. Unfortunately the locking screw and the plate was not returned, also the specific part number of the plate used was not provided as well as further information such as the reason for removal of the plate or any other relevant procedure information to rule out possible contributing sources for the confirmed condition. As no allegation was reported regarding the plate or the locking screw this evaluation is focused on the involved bone screw. Measurement of the total length of the received standard cortex screw revealed that most likely the involved screw part number is 487.04 (4mm standard cortex expansion-head screw, 14mm length) rather than reported part 450.016 (4mm standard cortex expansion-head screw, 16mm length). It is also noted that received screw is discolored gold with bluish tones and reported part 450.016 should be color fuchsia. However it should be noted that both screw part numbers are the same except for the length. The lot number of the screw part is unknown. A review of the applicable drawing for both screw parts was performed. The drawings call out the appropriated dimensions, material, and finishing processes for respective successful screw. Based on the design evaluation, the screw was found to be adequate for its intended use. It is determined that the received screw or reported screws were suitable for its intended use and based on the condition of received part, the disposition of this complaint from a design perspective is indeterminate.